Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 11.1-11.3cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 4.6-4.8cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location.